Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken tube adapter likely caused the detached fragment as well as the broken drive rod. The broken piece was not returned and would have measured approximately 1.9mm x 2.37mm in size. Additionally, the instrument was found to have a detached fragment. The fragment was not returned and was likely caused by the broken tube adapter. The complaint regarding should have had more uses was not confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. The probable root cause of the broken drive rod is attributed to the broken tube adaptor.

Event description:
It was reported that during central processing procedure, the 6mm monopolar curved scissors (mcs) instrument should have more uses. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported damage occurred during reprocessing, with no fragments falling into the patient, no post-surgical complications, and no patient return to the hospital.